Manufacturer narrative:
As of the date of this report the device has not been returned because it is still implanted in the patient with no plans of a revision surgery. A DHR review could not be completed because the batch number is not known. Should the device be explanted and returned to rti surgical, it will be fully evaluated and additional information will be added to this report. The index surgical date was (B)(6) 2018.

Event description:
During a routine post-operative follow-up appointment it was noticed through x-ray imaging that a screw had broke. This was a 1 level surgery at l4-l5. Patient was not experiencing pain.